Manufacturer narrative:
No product returned engineering evaluation was performed with applicable technical summary written by edwards lifesciences. As no product was performed, visual inspection, functional testing and dimensional testing could not be performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. As technical summary applies to this complaint event, an engineering evaluation is not required. Review of manufacturing mitigations is captured in technical summary, which applies to this complaint event. Review of IFU/training material is captured in technical summary, which applies to this complaint event. As technical summary applies to this complaint event, an engineering evaluation is not required. Root cause analysis is captured in the technical summary. Patient's 3mensio imagery and picture of the burst balloon were provided by the site for evaluation. Review of imaging and video revealed patient calcification present in stj, and the balloon burst after procedure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed through evaluation of provided imaginary. However, no manufacturing non-conformance was identified during review of the manufacturing records (device history record (DHR) review). An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, there was calcification on patient's annulus at the sinotubular junction (stj). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions or product risk assessment are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, when the balloon of the 26mm commander delivery system was at the very end of inflation of the valve in the aortic position via transfemoral approach (2-3 ml left in syringe) the balloon burst. The 26mm sapien 3 ultra valve appeared to be fully expanded and there was no leak or gradient on echo or angio. As the commander was being removed, the balloon would not enter the esheath. Upon pulling the commander, the nose cone and some balloon material broke off into the distal abdominal aorta (safari wire was still in the lumen of the nosecone). After about 90 minutes of attempting to snare/remove the left-over material the decision was made to call vascular surgery. The vascular surgeon made a cutdown on right access site and was able to retrieve the rest of the material that by now had been pulled to the distal external iliac. There was no complaint of device malfunction from physicians, they believe the stj ca+ ruptured the balloon. Patient in stable condition and moved to ICU.